Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device follow-up. Interrogation revealed the device had reached elective replacement time (ert) battery status. As the device was implanted for only four years, premature battery depletion was suspected. The device was explanted and replaced the following week. No adverse patient effects were reported.

Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device follow-up. Interrogation revealed the device had reached elective replacement time (ert) battery status. As the device was implanted for only four years, premature battery depletion was suspected. The device was explanted and replaced the following week. No adverse patient effects were reported.